Event description:
It was reported that when trying to get hip center, it was not able to get it below 1.0 but, when it got down to 1.4 or 1.5 multiple times, the ¿accept¿ button never would allow to proceed and it couldn't override either. Also, during tibial planning, a section of the bottom left quadrant turned gray, hindering the view of tibial planning. When adjusting the tibial resection up to 10mm there was a gray splotch that showed up next to the tibia image. When the tibia was moved 1 mm more, the splotch went away. System was restarted and surgery was completed. No patient injuries and delay of less than 30 minutes was involved.

Manufacturer narrative:
The device was being used during treatment when the system became unresponsive. The log files nor any case screenshots were returned for evaluation. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review was performed and found some reports of the issue. This issue will continue to be monitored. A relationship between the device and reported event has not been established. Factors that could have contributed to the reported issue are the patient anatomy or if there was a software failure. Without the actual log files or case screenshots, the issue could not be confirmed. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. If the log files or case screenshots are returned, the complaint will be re-investigated at that time.